Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 368mg/dl and small ketones. A correction bolus was delivered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. Reportedly, the customer reverted to manual injections for insulin therapy.